Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6) (r964331401). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using small flexnav delivery system. During procedure, the activated clotting levels were 286s and heparin was given. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The valve partially re-sheathed 2 times due to the implant depth was too high. The final implant depth at non-coronary cusp (ncc) was 3.3mm and at left coronary cusp (lcc) was 4mm. After implant, a bleeding was noted on the femoral access site and dressing done. Post procedure, patient had hypotension. On (B)(6) 2025, the patient was brought to hospital for pre-syncopal episodes at home and medications were given. The patient required prolonged hospitalization. On (B)(6) 2025, a single chamber permanent pacemaker was implanted.

Manufacturer narrative:
It was reported that the patient had bleeding and hypotension after implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported hypotension could not be conclusively determined. It is possible that patient condition contributed to the reported event. However, this cannot be confirmed. The reported surgical intervention was result of case specific circumstance as permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using small flexnav delivery system. During procedure, the activated clotting levels were 286s and heparin was given. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The valve partially re-sheathed 2 times due to the implant depth was too high. The final implant depth at non-coronary cusp (ncc) was 3.3mm and at left coronary cusp (lcc) was 4mm. After implant, a bleeding was noted on the femoral access site and dressing done. Post procedure, patient had hypotension. On 08 dec 2025, the patient was brought to hospital for pre-syncopal episodes at home and medications were given. The patient required prolonged hospitalization. On 09 dec 2025, a single chamber permanent pacemaker was implanted. The patient was reported discharged and stable.